Event description:
Procedure: low anterior resection. Reportedly, when operating, on the third squeezing, confirmed the cracking sound and the handle broke. Opened the jaw with forceps repaired by hand sewing. No further pt injury reported.